Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) in the left ventricular (lv) lead. In addition, high threshold values were noted for both the lv and right ventricular (rv) leads. Technical services (ts) recommended reprogramming options. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This report is being submitted to provided corrections on event description and coding. The right ventricular lead only exhibited high capture thresholds, and thus, this event does not meet reporting criteria. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold values. Technical services (ts) recommended reprogramming options. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.